Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient had a heart attack during the implant procedure and was later hospitalized. It was noted that the patient has a history of asthma which compromised her breathing and caused the event. The device remains implanted and the patient has been cleared to use the device.